Manufacturer narrative:
(B)(4). The reported issue of heater was not warm during fill 1 was confirmed in the device logs but not duplicated during the evaluation performed by the pal (product analysis lab). The device was received operational and in good condition. The device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The pal evaluated the device. A review of the device logs revealed multiple solution warming alarms confirming the reported issue. The first alarm occurred immediately after fill 1 started. No fluid was delivered to the home patient. The tempmon feature of the crt (cycler remote toolbox) software was used to diagnose the heater system. Heater system functioned properly. A simulated therapy was performed and completed successfully. There were no problems found during an internal inspection, including digital/cover ribbon cable, thermo board, and accomp board; all connectors were properly seated. Verified the continuity of the cover ground and heater elements. All digital board and lithium battery voltages were within specification. The assignable cause for the reported issue of heater was not warm during fill 1 was undetermined. The device's service history record was reviewed and no issues were identified that may have contributed to the reported difficulty. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The device has been reported to be available for evaluation and has been requested. However, the sample has not been received for evaluation as of yet. If the sample is received, a follow-up report will be submitted upon completion of the evaluation.

Event description:
The customer contacted baxter's technical service center to report a hc not warming on a home choice (hc) machine during use during fill 1. The home patient (hp) stated that the heater was not warm. The hc had been on for an hour and there were no alarms. The hc showed warming the solution but the heater was not warm at all. The baxter technical service representative (tsr) obtained the hp's swap info. The tsr initiated a swap of the machine. The hp had manual supplies and was to do manual therapy for that night. The hp has a pro card for programming the new hc. The tsr discussed the use of continuous ambulatory peritoneal dialysis (capd) until the new machine arrives. There was a patient involved and was no patient injury or medical intervention indicated at the time of the initial report. A follow up was done via phone. The nurse stated the home patient (hp) has had no issues since the device was swapped and that the hp has continued therapy no injury or medical intervention reported as a result of this incident.